Event description:
It was reported to medical records on 4/25/2011 that this device was removed due to infection on (B)(6) 2005. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).